Event description:
It was reported that the patient had a surgical procedure to remove the rear tip extenders(rtes) on the inflatable penile prosthesis (ipp) due to cylinder herniation. There were no patient complications reported.